Event description:
It was reported that there was possible set screw damage during the right ventricular (rv) lead revision. The rv lead was repositioned one day post implant due to a dislodgement and remains in use. The physician was unable to screw the lead back in the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).